Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Malfunction: dull blade. The nurse reported the surgeon noticed, the knives from the customer pak were blunt during surgery. In all cases, the surgeon exchanged the knives and completed the procedures without pt harm and without delay. Additional info has been requested.